Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil was returned for evaluation. No procedural video or device images are available for evaluation. The axium coil was found to be partially within the dispenser track and inside of the opened axium coil inner pouch. The proximal tip of the pushwire was found to be secured within the guidewire clip; however, the pushwire was found to be broken into three segments which were retained together by the release wire. The proximal segment of the pushwire was measured and found to be approximately 4.5cm in length. The middle segment was measured and found to be approximately 3.5cm in length with the release wire exposed for the length of approximately 1.6cm. The distal pushwire segment was measured and found to be approximately 180.0cm in length. The implant coil was not found to be attached to the pushwire within the introducer sheath. The axium was measured and no quality issues were found. All other subassemblies appeared to be normal and no other anomalies were observed. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Regarding the damage to the axium coil, it is possible that the pushwire became broken and the release wire became inadvertently pulled back causing the implant coil to become detached during shipping back to medtronic for evaluation. Additionally, it is possible that the implant coil became detached and lost subsequent to its detachment from the pushwire. The customer did not report any damages to the axium coil at the time of the event. It is possible that the proximal tip of the pushwire was secured within the guidewire clip during shipping back to medtronic for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the procedure for embolization of an aneurysm, the nurse opened the implant coil and the surgeon reached out to pick it up, but the implant coil fell out of the dispenser coil and landed on the ground contaminating it when the surgeon reached to pick it up. The coil was not fixed securely in the dispenser coil. The surgeon believes that this event was caused by the packaging quality problem. And the product was returned to the manufacturer for evaluation. No injury was reported as a result of the event. The patient was undergoing embolization of a right unruptured saccular aneurysm measuring 3mm x 2mm located in the anterior cerebral artery. The patient¿s vasculature is minimal in tortuosity and the blood flow was normal.